Event description:
It was reported that at a device check the device could not establish telemetry. It was noted that the device had been checked about three months prior and the minimum longevity indicated was eight months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant medical product: 5054 implantable pacing lead 2002-(B)(6), 5554 implantable pacing lead 2002-(B)(6). (B)(4).